Manufacturer narrative:
Inadvertently filed. Initial MDR report is a duplicate of MFR# 3013756811-2023-86511 inadvertently filed. Initial MDR report is a duplicate of MFR# 3013756811-2023-86511.

Event description:
It was reported that the customer was hospitalized multiple times due to ¿problems¿ with tandem pump; details and nature of hospitalization were not provided. At the time of the report with tandem technical support the customer was still admitted to the hospital. No additional patient or event information was provided to tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.